Event description:
MFR rec'd a report from a distributor of peritoneal device regarding a fatal incident involving a pt who suffered a large fluid overload early into a peritoneal dialysis treatment. Cause of death reported was cardiovascular collapse secondary to abdominal overfilling. The device was recovered and examined and it was clearly evident that the machine had been set up incorrectly.